Manufacturer narrative:
The result of the return device analysis did not confirm the reported gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information and without a failure mode, a cause for the reported gripper actuation cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that during preparation of a clip delivery system (cds), one of the gripper arms would not fully lower. Troubleshooting was performed but the gripper would still not fully lower. The cds was not used in the patient, and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.